Manufacturer narrative:
Precision studies were performed for potassium and creatinine and these recovered acceptably. The field service engineer determined the issue was caused by a tube and a valve below the mixing tower. Not all fluid in the mixing tower was being transported, so a serial dilution effect took place. The issue was resolved by the engineer and the electrode was replaced. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the ise sodium electrode on a cobas c 111 analyzer. No incorrect results were reported outside of the laboratory. The reporter stated that sodium values for some complained patients were too low. Samples would recover values of 100 mmol/l or 200 mmol/l, instead of an expected value of 140 mmol/l. An additional measurement of one of these samples on a cobas integra 400 plus would recover a sodium value of 135 mmol/l. Data for one specific patient sample was provided. This sample initially resulted with a sodium value of 123.0 mmol/l, which repeated as 108.4 mmol/l. Precision studies were performed with this sample and the following sodium values were recovered: 76.5 mmol/l, 120.2 mmol/l, 104.8 mmol/l, 68.7 mmol/l, 144.7 mmol/l, 146.2 mmol/l, 110.8 mmol/l, 141.0 mmol/l, 130.8 mmol/l, and 144.1 mmol/l. The sodium electrode lot number and expiration date were requested, but not provided.